Event description:
Device issue: difficult to remove, failure to retract-locator wings. Time of device issue: during vessel closure. Adverse event: surgical device removal and hemostasis. It was reported that a physician not trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after clip deployment, it was not possible to collapse the vessel locator wings and the device could not be removed. The operator was unaware of the use of the access ports to retract the thumb advancer/clip delivery tubeset to assist in removal of the device; subsequently, they were not used. The device was removed and hemostasis was surgically achieved. The pt was reported to be "well". There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B)(4) - incorrect removal; operator not trained. The customer reported the device was discarded. The lot number was not identified. A follow-up will be submitted with all relevant info.